Manufacturer narrative:
The customer allegation could not be confirmed in this case as the field engineer has not visited the customer site. The customer is neither in service contract nor in warranty. The customer was provided with a service offer and the customer has declined to accept the service offer. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that there was no battery backup. There was no report of patient injury.